Manufacturer narrative:
The investigation conducted by field service engineering (fse) discovered that the system issue experienced by the customer was associated with a faulty embedded serializer for setup-joint (essj), remote arm controller (rac), and the pt side manipulator (psm). The essj is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected essj, rac, and psm. The affected components were returned to isi for failure analysis investigation. Engineering found the essj to be within specification with no trouble found; however, engineering did confirm the customer reported complaint as they were able to duplicate the system error codes. As a result, the rac and psm were repaired by replacing affected sub-components. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the site experienced system error #16. The site restarted the system and encountered system error #31030 on start up. To attempt to troubleshoot the issue, the site powered down the system, emergency powered off (epo's) the pt side cart (psc) and reset the breaker on all the components. The ends of the system cables were swapped between the console and psc; however, system error #31030 reoccurred. The surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.